Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a laboratory device and compared to another meter (contour). The reporter was unable to give the exact readings obtained with the subject meter and the laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The reporter was also unable to give the exact readings obtained with the subject meter and the other meter, performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.